Manufacturer narrative:
The customer reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion batteries (sn 11350, 11835, 11840, 11847, 11851, 11852, 11866, 11898, and 11913) were unable to power on the autopulse platform. The status leds on the batteries illuminate 4 green lights. No patient involvement. Please see the following related MFR reports: MFR #3010617000-2022-01542 for the autopulse li-ion battery (sn (B)(4), MFR #3010617000-2022-01543 for the autopulse li-ion battery (sn (B)(4), MFR #3010617000-2022-01545 for the autopulse li-ion battery (sn (B)(4), MFR #3010617000-2022-01546 for the autopulse li-ion battery (sn (B)(4), MFR #3010617000-2022-01547 for the autopulse li-ion battery (sn (B)(4), MFR #3010617000-2022-01548 for the autopulse li-ion battery (sn (B)(4), MFR #3010617000-2022-01549 for the autopulse li-ion battery (sn (B)(4), MFR #3010617000-2022-01550 for the autopulse li-ion battery (sn (B)(4).